Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they weren't sure what the circumstances were that lead the to the shocking feeling and device ramping up. The patient stated it seemed to have a mind of its own and they would be sitting in their chair when it started shocking them. The patient noted it was set at 2.5 and no one touched it and it jumped to 6.0 which was very painful. The replacement controller solved their issues as the patient had not had any problems with the new one. The patient was using manual settings and lowered it when they went to bed and increased it as needed. The patient noted it seemed to be going through the battery faster and they charge it everyday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for non-malignant pain. It was reported the controller screen was blank. A replacement controller would be sent. Patient mentioned that his unit kept shutting off and was sending pain signals down back. Patient noted when stimulation would come back on, it would go to highest number. Patient noted this all started a few months ago, he saw rep once and she adjusted and put to manual because when in presenting mode (adaptive stim) that was just not working. It was mentioned device was ramping up, and controller was not working. Additional information from representative indicated patient plugged the power supply in and the controller power on but when he used aa batteries, the screen did not power on. Patient was concerned the issue was not just the battery pack. A replacement of battery pack and controller would be sent. It was mentioned controller was blank with and without aa batteries, controller powered up with ac power supply and li battery removed, so replaced li battery. Additional information from patient on 2019-april-24 indicated their controller stopped working, and was not responsive, so patient tried to reset the controller by taking out the li battery, but this did not resolve. Patient tried using aa¿s but this didn't resolve issue. Patient mentioned getting his controller working again. Representative (rep) was unsure if controller charge level was an issue in the controller being unresponsive. Patient noted s strong shock of stimulation 2 times over the past week. Patient noticed once it occurred while patient was in a reclining position and the other event was while patient was lying down. Patient stated during one of these shocking events when he was using his controller to turn stim down, patient noted his stimulation was at 6 ma and patient usually use settings in the 3 to 4 ma range. Patient turned his stimulation down to address the shocking feeling. Rep noted that it was during one of the shocking episodes that controller was not responsive. Patient felt the shocking in the area where his lead was in the thoracic area. Rep saw patient about a month ago and impedance were normal range in the 700 to 900¿s. Rep also turned as off during this clinic visit, so patient was no longer using as. Patient used hd setting, and stimulation was fine since the programming session a month ago until the most recent events of shocking this week. It was reviewed that if patient using hd settings, patient might need to reduce intensity when going to reclining or lying positions as stim could get too intense in these positions due to lead positioning when reclining/lying down if as had been turned off. It was reviewed that if controller responsive became a chronic issue, and patient should call into patient services to do troubleshooting. It was mentioned patient felt shocking in lead location 2 times in past week, and controller was unresponsive for a period of time. Additional noted form patient indicated patient had prior shocking that was a little different than it was described in this call and it was reported in related event. No further complication and events were reported.